Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Device received with cracked case(battery tube) and cracked battery tube threads.

Event description:
It was reported that fluid was occurred in battery compartment. The customer¿s blood glucose level was 5.3 mmol/l. The insulin pump will be returned for analysis.